Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset on the proximal end of the coil. The distal tip of the pull wire was advanced through the proximal end of the embolization coil. Conclusions: evaluation of the first and second returned smart coils revealed that both embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub prior to advancement, the embolization coil may take shape inside the hub of the microcatheter, and resistance may be experienced. If the coil is then forcefully advanced against resistance, damage such as this may occur. During the functional analysis, both smart coils could not be advanced through a demonstration microcatheter due to the offset coil winds. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01019.

Event description:
The patient was undergoing a coil embolization procedure in the superior petrosal sinus using penumbra smart coils (smart coils). During the procedure, the physician initially placed a non-penumbra coil and a smart coil into the patient using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician encountered resistance right after inserting the coil into the microcatheter. The physician then retracted the smart coil out of the patient's body and did not observe any damages to the coil. Another attempt was made to advance the smart coil through the microcatheter; however, resistance was met again while the physician was attempting to advance the coil inside its introducer sheath. Subsequently, the physician noticed that the smart coil pusher assembly was kinked and decided to remove the coil. Thereafter, two new smart coils were opened and placed without an issue. While attempting to advance a new smart coil through the microcatheter, the physician met resistance and was unable to advance the coil through its introducer sheath. Subsequently, the physician noticed a kink on the pusher assembly. Therefore, the smart coil was removed and the procedure was successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.